Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds. The lead appeared to be pacing on the qrs and caused an abnormal rhythm. The lead remains in use. No further patient complications have been reported as a result of this event.